Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable finds that it was returned and was found to not be at fault. Umbilical cable passed bench level test. Umbilical cable was installed in the test imaging system and ran without any issues. System checkout successfully performed after part replacement and image acquisition system (ias) was returned to service. No further issues reported. This event was identified during a retrospective review as discussed with the FDA b)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: b)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a non-clinical lab the image acquisition system (ias) would not initialize, the drive mechanism would not engage. Re-boot of system resolved these issues. Also, a cover part was discovered to be damaged. A system checkout was requested. No patient present.